Manufacturer narrative:
The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. It was determined that this was caused by corrosion. The assignable root cause was determined to be due to immersion during cleaning, which was failure to follow instructions for use. This was further defined as misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the sagittal micro saw device had no rotation on the offset shaft. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.